Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm while he was sitting down. The customer's blood glucose reading was 300 mg/dl. The customer declined to troubleshoot for the high blood glucose level. The customer performed troubleshooting for the no delivery alarm. It was found that the alarm was caused by a set or reservoir occlusion. Nothing was replaced or returned.